Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR¿s comment: the benefit-risk relationship of the product is not affected by this report.

Event description:
Arthritis. Swelling in left knee [joint swelling]. Left knee effusion [joint effusion]. Tka (total knee arthroplasty) for right knee. Case description: spontaneous report was received on (B)(6) 2012, from a physician regarding a (B)(6) female patient, initials (B)(6) with gonarthrosis. The pt visited the hospital and received treatment with artz (hyaluronate sodium) injection in the past ((B)(6) 2011). On (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection into left knee (dosage regimen not provided). The lot number of synvisc was not provided. On (B)(6) 2012, the pt received second synvisc injection into left knee. On (B)(6) 2012, she received third synvisc injection into left knee. On an unk date in (B)(6) 2012, she had an effusion of left knee. On (B)(6) 2012, she developed arthritis and she revisited the hospital with complaint of swelling in left knee. The same day, she had arthrocentesis (amount of fluid aspirated unknown) and fluid was sent for culture test which was negative. The same day, the pt was administered diclofenac (diclofenac sodium) suppository as a treatment. On (B)(6) 2012, tka (total knee arthroplasty) for right knee was performed. The event of arthritis was assessed as medically significant. The action taken with synvisc treatment was not provided. The outcome for the event of arthritis was unk and for the events of swelling in left knee, left knee effusion and tka for right knee was not provided. Relevant concomitant mediations were not provided. The intensity for all the events was not provided. The reporting physician assessed the relationship between synvisc and the event of arthritis as definite. The reporter did not provide the relationship between synvisc and the events of swelling in left knee, left knee effusion and tka for right knee. The qa (quality assurance) investigation summary was received on (B)(6) 2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.